Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent an initial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2016 due to pain and suspected tibia loosening. However, during the revision it was noted that the tibia was well-fixed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Visual inspection noted damage and scratches on the device. A conclusive root cause of the event could not be determined.